Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The protective sheath was returned removed from the balloon, thus the reported difficulty to remove protective sheath could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to remove the protective sheath reported from this lot. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency.

Event description:
It was reported that during device preparation, the protective yellow sheath was unable to be removed from the balloon section of the nc trek coronary dilatation catheter. There was no patient involvement. No additional information was provided.